Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument tip was bent. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium- large clip applier instrument would not close properly to lock the clip. The instrument was inspected prior to use and had no obvious damage to the instrument. The customer did not drop it or handle it roughly. The reported event occurred while the surgeon attempted to clamp on a vessel or tissue bundle. When clip would not close, the customer removed the instrument and replaced with a new clip applier instrument. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.